Event description:
It was reported that the implantable cardioverter defibrillator (ICD) shock impedance registered greater than 200 ohms. The value had previously been stable, around 42 ohms. The ICD was programmed to the triad configuration and technical services recommended further testing to evaluate each programming vector and system integrity. The ICD and right ventricular lead (non-boston scientific product) remain in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).